Manufacturer narrative:
The customer's report that a device did not alarm and did not go into kvo was confirmed in the pcu event log. The pcu event log shows the user programmed a delayed start with no callback after. The default setting for delayed programming for this event was for before only. A delayed start infusion assumes that there are other infusions running to keep the vein open (kvo) and therefore kvo is not needed. The pump module was not returned for investigation, however since the issue was identified as programming a delayed start, the pump module is not needed for this investigation. The root cause that a device did not alarm and did not go into kvo was due to programming a delayed start with no callback after.

Event description:
It was reported that two devices did not alarm and did not go into kvo after a delay option was programmed by the user, per the ikp infusion detail reports. The customer was interested in a keystroke log review to determine if the delay infusion function was used incorrectly, and what the call back settings were. Although requested, there was no report of patient impact.